Event description:
The facility reported a pump stored in the biomedical engineeing office had powered on and off by itself. There was no complaint of this behavior from the clinical setting. No patient injury has been reported. No additional details are available.